Manufacturer narrative:
Analysis was performed on the returned device. The reported link separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 22f and the taa procedure was completed. It should be noted that the prostyle instructions for use (IFU), states: for access sites in the common femoral vein using 5f to 24f sheaths. For sheath sizes greater than 8f, at least one device and the pre-close technique are required. In this case, deployment in a larger than indicated access site would not specifically contribute a suture/ link separation. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, a link break was found when the plunger of the first prostyle device was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 22f and the taa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 1494- off-label use- indication for use.